Event description:
It was reported that the system displayed eoe and eod failure codes after cardiopulmonary bypass surgery. No pt injury was reported.

Manufacturer narrative:
The device was evaluated by terumo and it was determined that the mixing valve was out of tolerance. The product was repaired in the field. This report is being submitted to the FDA as a result of a retrospective review of pt complaints.